Event description:
It was reported that the display of the programmer was scratched and as a result, the touch pen could not be used to select the required setting of programming. The status of the programmer is unknown. There was no patient involvement.

Event description:
It was reported that the display of the programmer was scratched and as a result, the touch pen could not be used to select the required setting of programming. The programmer was returned to the manufacturer. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the touch screen and the bezel assembly were cracked. It was also noted that the media door was cracked, the stylus was defective, the left keyboard hinge was cracked and the cable bay was cracked. Also, several errors were noted in software updates, the display hinges were worn and the screen fell down.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).